Event description:
Same patient as (B)(6) 2134265-2009-07114; 2134265-2009-07116; 2134265-2010-05192; and 2134265-2010-05193. Same case as 2134265-2012-08001. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and required coronary artery bypass grafting (CABG). The index procedure treated the 60% stenosed, 3.5x40mm de novo target lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with an unspecified 3.0x15mm balloon. Two taxus liberte study stents sizes 3.00x20mm and 3.50x20mm were implanted. Post dilation was performed with the 3.0x20mm stent delivery balloon resulting 0% residual stenosis. The patient was discharged on clopidogrel. In (B)(6) 2012, restenosis was discovered. The patient underwent CABG surgery. The patient was discharged. At the 3 year follow-up the patient had no any anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).